Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The device was monitored for 24 hours and no blank display was noted. All currents are within specifications. No damage found on lcd isolation tape. It also had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms during prime and then the display went blank. The customer stated that 5 or 6 alarms occurred within an hour. The display returned and reset had to be done. The blood glucose at the time of the incident was 326 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.